Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty grasping, single leaflet device attachment (slda), and complete clip detachment (ccd) appear to be related to patient morphology/pathology, and the device damage as well as the ccd appear to be related to user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, the following information was provided: reportedly, the device functioned as intended; it was possible that the single leaflet device attachment (slda) occurred due to a pre-existing condition,namely,fragile leaflets.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. During the grasping attempts, the cds became entangled in the slda clip (B)(4). While attempting to remove the cds from the slda clip, the slda clip dislodged and embolized to the left atrium (la). The clip was attempted to be placed on the leaflets, but grasping was unsuccessful and the mr could not be reduced. The decision was made to discontinue the procedure and remove the cds. A snare was used to successfully retrieve the embolized clip from the la. After removal, a large atrial septal defect (asd) was noted with a right to left shunt; therefore, a closure device was implanted to close the asd. No clips were implanted, and the mr remained at 4. The patient was confirmed to be stable, and no further treatment is planned. No additional information was provided. Concomitant product: 1 implanted mitraclip (B)(4), clip delivery system (B)(4), steerable guide catheter (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other clip delivery systems and steerable guide catheter referenced are being filed under separate medwatch MFR numbers.

Event description:
This is filed because post-procedure, one clip (B)(4) detached from one leaflet and remained attached to the other leaflet. During a second mitraclip procedure for treatment, the clip completely detached from both leaflets and embolized to the left atrium, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips ((B)(4), (B)(4)) were implanted and the mr was reduced to 1+. Grasping was difficult due to a short posterior leaflet with prolapse at p2-p3. On (B)(4) 2016, follow up echocardiogram was performed and it was suspected that one clip detached from one leaflet, and remained attached to the other leaflet (single leaflet device attachment/slda). The mr had increased to 4. The physician believes the slda was due to fragile leaflets. The patient was confirmed to be clinically stable. On (B)(4) 2016, an additional mitraclip procedure was performed for treatment of an slda and increased mitral regurgitation of 4. During preparation of the steerable guiding catheter (sgc (B)(4)), the guide failed to hold column. Numerous attempts were made, but air bubbles were seen originating from the sgc housing. The sgc was replaced and a new sgc (B)(4) was prepared without issue. The clip delivery system ((B)(4)) was advanced for treatment; however, grasping was difficult due to imaging, and leaflet insertion could not be confirmed.